Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.a156usqsbdzdc. Hardware: sm-a156u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient presented to the emergency room (ER) with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose level reached 678 mg/dl while wearing the pod between 1 and 4 hours. Upon arrival at the emergency room, the patient reported that the doctor observed the cannula to be dislodged and not delivering insulin. The patient also noted wetness at the pod site, indicating possible insulin leakage. Reported symptoms included hyperglycemia, vomiting, dry mouth, headache, and severe weakness. The patient was treated with intravenous (IV) fluids and an insulin drip. The patient reportedly remained in the emergency room overnight and was released the following day, on (B)(6) 2026. The pod was discarded by the patient and was not available for evaluation.